Manufacturer narrative:
Concomitant product: dtba1d1 crt-d, implanted: (B)(6) 2016.

Event description:
It was reported that left ventricular (lv) lead thresholds had increased and they were described as elevated. No changes were made, the lead remains in use and the patient is to be monitored remotely. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.